Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the inpact admiral drug coated balloon catheter in the mid superficial femoral artery for a chronic total occlusion (100% stenosis) calcified lesion with moderate tortuosity and moderate calcification, the inpact admiral dcb balloon was unable to cross the lesion. Artery diameter reported as 7mm. Lesion length reported as 7mm. A 6fr sheath and a 0.35 guidewire were used. Resistance was encountered when advancing the device, excessive force was used during delivery, and the device was passed through a previously deployed stent. It was reported that balloon inflation difficulties were observed during inflation at 8 atm, and on the first inflation a balloon burst or leak was observed. Removal difficulties and balloon deflation difficulties were also reported, and the device would not deflate at the lesion site. The procedure was completed using a 7x60 medtronic balloon. No patient complications have been reported as a result of this event.